Event description:
The reporter stated, that the surgeon was using a eyeonics crystalens in a msi-pf injector with a foam tip plunger and the foam tip plunger overrode the lens and tore it upon insertion. The surgeon enlarged the original incision to remove and replace the lens with another crystalens and sutured the incision.

Manufacturer narrative:
.